Event description:
Customer reported that there were optical densities values below zero in row h for 26 microwell plates. This occurred on ortho summit processor. The service engineer cleaned optical surface and filters and verified proper operation. No death or serious injury was associated with this incident.